Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the membrane switch buttons were functioning only intermittently. The buttons were worn out from use. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had buttons on the side that were not functioning. There were no reported adverse events.